Event description:
The pt performed a blood glucose test on the suspect device and the result was 128mg/dl. Pt's family member administered the usual 14 units of humulin nph and 8 units of humulin r. A couple of hours later pt was feeling bad and pt's family member drove to the ER. An ER meter was used to test pt's blood glucose and the result was 558mg/dl. Pt was admitted into the hospital and given unknown treatment to lower pt's blood glucose.